Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a navigation tha, a gap happened between navigation monitor and actual. Therefore, the surgeon completed the tha without the navigation system.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during a navigation tha, a gap happened between navigation monitor and actual. Therefore, the surgeon completed the tha without the navigation system.